Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and insulin delivery was resumed. The occlusion was resolved. Customer's blood glucose was in the 300 mg/dl. As the event occurred in the past, tandem technical support was unable to troubleshoot.